Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.

Event description:
It was reported that during a procedure, a bur was broken inside an attachment. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a procedure, a bur was broken inside an attachment. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H2: devive was not returned for evaluation h6: the quality investigation is complete. H3 other text : device not returned.